Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her reservoir contained less insulin than what her reservoir status screen displayed. The patient reported that her blood glucose was 60 mg/dl, which she treated with a (B)(6). Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were accurate as well. The device will be returned and replaced due to the reservoir status screen anomaly.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.